Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported keypad was not working properly 0 and 1 which was reproduced. The reported condition was verified. The cause was determined to be damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad wasn¿t working properly: 0 & 1 were not working and there is a puncture in the keypad. The event occurred during testing in the biomedical service department on an unknown. There was no patient involvement. No additional information is available.